Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that she had unexplained high blood glucose went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading was 300 mg/dl and at the time of the emergency room visit blood glucose dropped down to 50 mg/dl. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.